Event description:
It was reported that the customer alleged the pump software did not accurately adjust the amount of insulin delivered for the past month. Due to the ongoing issue the customer experienced an elevated blood glucose (bg) level ranging from 400-500 mg/dl, with ketones (size unknown). Reportedly, on (B)(6) 2026 the customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer acknowledged and understood.